Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l55026, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
A critical alarm was reported and the healthcare provider believed it was likely due to an empty reservoir because the patient had not had the pump refilled. It was noted there had been no reported patient symptoms associated with this alarm and the patient had been managed with oral medications. It was also reported the patient stated ¿it¿s not working anymore¿ and there was a beep every 10 minutes and the patient wanted the alarm off. It was further reported the pump had not been working for a while and was beeping for a couple of months. It was reported the patient¿s pain had been managed by their clinic with oral medications and the patient was in the office on (B)(6) 2014 and the patient was new to their practice. It was also reported they were unfamiliar with the pump therapy and ¿don¿t do anything with pumps.¿ the pump was being used to deliver hydromorphone. Additional information has been requested; a follow-up report will be sent when it becomes available.